Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years seven months post filter deployment, CT revealed the tip of the ivc filter was located at the lower l4 level and it appears to protrude through the wall of the ivc antero laterally to the right of midline and the appearance was consistent with a grade 2 perforation. All the struts appear to protrude through the walls of the common iliac veins. There was a 32-degree anterior tilt on the sagittal images and on coronal images there was a 20-degree tilt to the right. The same CT scan was reviewed at different facility, demonstrated a total of 8 prongs perforated the ivc with a maximum distance of 8mm. In coronal images 15-degree tilt left to right and sagittal images 18-degree tilt posterior anterior. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, eight struts have perforated the ivc and extending into common iliac veins. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, eight struts have perforated the inferior vena cava and extending into common iliac veins. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and seven months later post filter deployment, computed tomography of abdomen and pelvis without contrast showed that there was a caval perforation. 4 o¿clock strut at 19.0 mm, 4 o¿clock inferior strut at 20.7 mm, 3 o¿clock strut at 25.1 mm, 5 o¿clock strut at 22.7 mm imbedded into the l4 vertebral body, 6 o¿clock strut at 4.6 mm, 8 o¿clock strut at 13.2 mm, 12 o¿clock strut at 12.6 mm and 2 o¿clock strut at 23.4 mm. There was a right-sided tilt of 5.17 degrees and right anterior tilt of 18.06 degrees. Migration was noted. Inferior aspect of the caval filter extended to the bifurcation. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, g3, h6(device, conclusion) h11: h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.